Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags were leaking from unspecified locations. The leaks were discovered before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.